Event description:
It was reported that the product was explanted due to pt pain.

Manufacturer narrative:
The product was explanted and sent to the lab for analysis. We are still waiting on these results and add'l info.